Manufacturer narrative:
Without the return of the products, it is not possible to determine if damages or defects existed on the product. No lot numbers were obtained therefore a review of the manufacturing records could not be completed. No actions will be taken at this time. The customer reported that the vamp dpt system did not correlate the arterial blood pressure with the nibp measurement. This correlation discrepancy was not noted in the or but after the patients were transferred to the ICU. A representative picture of a dpt set-up in the ICU showed that the transducer vent port was not at the level of the phlebostatic axis. It states in the product IFU ¿adjust the level of the transducer vent port (the fluid-air interface) to correspond to the chamber where pressure is being measured. For example, in cardiac monitoring zero at level of the right atrium. This is at the phlebostatic axis, determined by the intersection of the midaxillary line and the fourth intercostal space.¿ if not at the phlebostatic axis, arterial pressure measurements can be inaccurate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the a-line and the nipb values are correlating during open heart in the or but once the patient is transferred to the ICU values are noted at times to be 30-50 mmhg off. At this time no patient injuries have been reported. The actual occurrence date and number of events is unknown. No devices were saved for examination. Patient demographic information is unknown. It is unknown if the devices were re-zeroed upon transfer of the patient from the or to the ICU. It should be noted that a sample photograph taken at the hospital of the customer set-up in the ICU indicates that the device was not at the phlebostatic axis, which is necessary for accurate values to be obtained.